Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the straight vessel below the knee (btk). After a non-bsc guide wire was placed on the lesion, a 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced to the lesion. After the initial inflation, the balloon catheter was no longer movable over the non-bsc wire and was locked. The device was completely removed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with a guide wire loaded in the hub of the balloon catheter. There was 254cm of guide wire sticking out from the hub. The guide wire could not be removed from the coyote es. The returned guide wire was measured with a calibrated snap gage at .014¿. The tip, balloon, markerbands, shaft and hub were microscopically inspected. The balloon was loosely folded with balloon damage (bunching), and inner shaft buckling starting inside the hub for 43mm. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set and was within specification. Inspection found the rest of the device free of damage. Functional testing could not be done, due to the condition of the returned device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the straight vessel below the knee (btk). After a non-bsc guide wire was placed on the lesion, a 2.5mm x 40mm x 145cm coyote¿ es balloon catheter was advanced to the lesion. After the initial inflation, the balloon catheter was no longer movable over the non-bsc wire and was locked. The device was completely removed. No patient complications were reported and the patient's status was fine.